Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because a used infusion set was returned.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
An allegation is being made that during the night the headset became disconnected from the tubing and caused the patients blood glucose levels to rise to 18mmol/l. No adverse event alleged. A request was made for the return of the device.